Event description:
Initial report received on (B)(6) 2011 from a dermatologist via a company rep. This case concerns two pts who experienced inflammatory edema and fever after injections of poly-l-lactic acid (sculptra). The pt's relevant medical history and concomitant medications were not reported. On (B)(6) 2011, these pts received injections of one flacon of poly-l-lactic acid (sculptra) batch number a0038. The pts experienced inflammatory edema. Corrective treatment was initiated on (B)(6) 2011 with prednisolone (solupred) and pristinamycin (pyostacine). At the time of this report, outcome is unk. Of note, the pts participated to a poly-l-lactic acid (sculptra) workshop. Ptc number is (B)(4). Further info had been requested.